Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a 'retrospective data collection report' from (B)(6). The title of this study is ¿a retrospective data collection of the treatment of humeral fractures with the t2 proximal humeral nailing system (phn)¿ and is associated with the t2 proximal humeral nailing system (phn). Within that publication, post-operative complications/ adverse events were reported, which occurred between 2012 to 2017. It was not possible to ascertain specific device catalogs from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 30 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses hardware irritation (requiring implant removal); 2 out of 5 cases. The report states, "a (B)(6) caucasian female (#41) suffered two adverse events. She showed functional deficit due to a prominent proximal screw. The screw was removed 86 days after surgery. 6 months later the patient presented with pain of the shoulder due to hardware irritation. One distal and one proximal screw were removed and the fracture was reported to be consolidated." This pi refers to "pain of the shoulder due to hardware irritation. One distal and one proximal screw were removed."